Event description:
It was reported the external pacing generator (epg) displayed an error code. Technical support (ts) explained this may be due to a depressed key or pressing the pause key during the self-test. Ts suggested removing the battery to reset the device and then to turn it back on again. The error code could not be duplicated. It was determined the self-test was interrupted upon start up when the error code appeared. It was also determined the epg was working as designed and was restored to service. There was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).